Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and defibrillation lead exhibited high out of range shock impedance measurements. A new was lead was then implanted. This device remains in service. No additional adverse patient effects were reported.